Event description:
A nurse reported that during a vitrectomy procedure, air entered the eye repeatedly and the posterior capsule broke, allowing passage of air into the inner chamber. The staff had changed the infusion cannula, the three-way stopcock, and the infusion hose, however, the issue did not resolve until the cassette was exchanged. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).